Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer had already done troubleshooting with their laboratory information system (lis) coordinator, who had determined that the issue was with a non-siemens middleware, not the advia centaur instrument. The advia centaur instrument had sent the result of >50 to the middleware. Results >50 ng/ml were supposed to be held at the middleware until the sample was diluted and rerun on the centaur, producing a final result to be transmitted to the lis. Instead, the middleware misinterpreted the initial result and sent the falsely low result to the lis. The customer discovered that a software update had caused a rule to not work. The issue with the middleware has been corrected so that results >50 are held until there is a final (diluted) result, which is sent to the lis. The cause of the discordant, falsely low troponin result being reported to the physician(s) was due to a software update that caused a rule on the middleware to not work. The advia centaur instrument performed within specifications. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
One patient sample was tested for troponin on an advia centaur instrument and resulted high, requiring dilution. Despite resulting high, a low troponin result was reported to the physician(s), who questioned the result because it did not match the patient's previous results, which were elevated. The sample was diluted and rerun on the same instrument and a corrected report was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low troponin result being reported to the physician(s).